Manufacturer narrative:
A review of the manufacturing records indicated the lot met all pre-release specifications. The device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), complications associated with use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak and reoperation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2022, the patient underwent an endovascular treatment of a thoracic aortic aneurysm rupture using two gore® tag® conformable thoracic stent grafts with active control system. Tgmr373720j was implanted proximally and tgm454520j was implanted distally. On an unknown date, a follow-up exam revealed the aneurysm enlargement, it was enlarged 6mm in a half year. On (B)(6) 2023, a contrast enhanced CT revealed a distal type I endoleak and a type ii endoleak. On (B)(6) 2023, a re-intervention was performed. A gore® tag® conformable thoracic stent graft with active control system was implanted distally of the initial gore® tag® conformable thoracic stent graft with active control system. As the distal type I endoleak remain slightly, a touch-up ballooning was performed again. The endoleak was almost disappeared and the procedure was concluded by the physician¿s decision. No treatment was performed to the type ii endoleak.